Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, closing and final counts were completed and correct. The surgeon sutured the patient's hemovac drain after skin closure. Upon suturing the drain, the atraumatic from the drain suture snapped off. Atraumatic is not secured in the needle driver and flew off the sterile field. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4), this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: additional information received from the distributor via email on 7/24/2024: were there any patient consequences? None reported lot number not available. No harm or consequences noted at the time of incident. No suture/staple/firing left. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.